Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni ultra) result. Results from an alternate method were negative. A subsequent sample from the same patient was negative on the advia centaur cp tni ultra assay. There are no reports that treatment was altered or prescribed based on the elevated troponin result. There are no reports of adverse health consequences based on the discordant advia centaur cp tni ultra result.

Manufacturer narrative:
Siemens distributed urgent medical device correction 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078, 079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The cause for the non-reproducible advia centaur cp troponin ultra result is unknown, however, the customer could not verify that the readypack was calibrated before the sample in question was tested. As part of troubleshooting, the readypack was calibrated and the result of a subsequent sample drawn from the patient was negative. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."